Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the monopolar curved scissors (mcs) instrument did not cut and would get stuck into tissue. The procedure was completed with no patient injury and with a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information regarding this event: there was no unexpected removal of tissue due to mcs instrument sticking. The surgical result was satisfactory and acceptable. No intra or post operative complications occurred.

Manufacturer narrative:
Based on the claim against the product by the customer noting did not cut and would get stuck, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that tissue was stuck on the mcs instrument. Medical intervention may be required in the event that a moving instrument mechanism within an instrument entraps tissue and causes damage. At this time, it is unknown what caused the device entrapment issue to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was placed on an in-house system, and cut test was performed. The scissors did not cut cleanly through 0.006" latex. The latex got snagged at the scissor tips. The blade edges were not damaged. While no damage to the blades was observed, the instrument failed a cut test during functional testing and/or the log review confirmed a failed cut. Wearing out/dulling of the instrument blade may be exacerbated by factors such as excessive energy usage.

Event description:
Refer to h10/h11 for follow-up information.